Manufacturer narrative:
The insulin pump was received with broken off end cap, minor scratched display window and cracked reservoir tube lip. The pump was unable to perform basic occlusion, occlusion, and prime, excessive no delivery and displacement test due to broken end cap. However pump passed rewind, self-test and all operating currents were normal.

Event description:
The customer's father reported via phone call that their insulin pump was damaged. The customer's blood glucose level was in the 300's mg/dl at the time of the incident. The father stated that his son brought the pump in the shower. The father reported damage to the pump casing. The customer was advised to discontinue use of the insulin pump and to revert to the back-up plan. The insulin pump will be returned for analysis.